Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 07/19/2017. Device returned to manufacturer? Yes. Device evaluation: the preloaded delivery system, model pcb00, was returned at the manufacturing site for evaluation. The plunger was observed not in advanced position and the cartridge correctly engaged into lower body of the pcb00 device. No assembly errors and/or defects related to manufacturing process were observed. Visual inspection at 10x microscope magnification showed no viscoelastic residue in the device. The intraocular lens (iol) was observed torn and caught at the cartridge tip. The customer's reported complaint was not verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Implant and explant dates: if implanted or explanted, give date: not applicable as the lens was not fully implanted and therefore not explanted. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that during the implantation of an intraocular lens (iol) into the patient's eye, the lens became stuck in the cartridge and was not advancing. Reportedly, the surgeon removed the lens from the eye and implanted another lens, same model and diopter. The incision was not enlarged and the patient was reported being fine. No further information was provided.